Event description:
The surgeon implanted a aq2010v 3 piece silicone lens. The facility stated that the lens trailing haptic tore off upon insertion into the eye. The incision was enlarged and the lens was cut into pieces to be removed from the eye. The facility believes that a problem with the cartridge caused this event. An aq cartridge fp was used but the facility did not specify it's lot number. The injector model and lot number also was not specified by the facility.